Manufacturer narrative:
It was reported to abbott that the patient's ipg was not able to be set to MRI mode. Diagnostic report attached to record showed high impedance readings. Rep reported that the patient had system replaced on (B)(6) 2019 due to the patient twisting (turning) the generator in the pocket leading to the lead being twisted to the point of not functioning. (Picture and diagnostic report attached). Both lead and generator were replaced. Therapy and MRI mode were restored after procedure. No product returning, facility retained. The root cause of the reported incident was due to high impedance on the lead; which was a result of the patient turning the ipg over and over in the pocket causing the lead to twist and break.

Event description:
Related manufacturer reference number: 1627487-2019-09670. It was reported that the patient's scs system was showing high impedance. The patient underwent a system replacement on (B)(6) 2019, where it was found that the patient's ipg had been twisted. The patient had effective therapy post op and was able to enter MRI mode.